Event description:
It was reported that there was a right ventricular (rv) lead impedance warning for a shock lead impedance at about 125 ohms. Technical services from another manufacturer noted that this was a gradual rise and physiological. This product remains in service. This report will be updated, should additional information be received.